Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had elevated watts and elevated lactate dehydrogenase. The pt was placed on integrilin, heparin, speed echo. A pump exchange is scheduled for (B)(6) 2014.